Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed and completed on the cycler with no issues noted. There were no fluid leaks in the test cassette during the ast. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection found no evidence of dried fluid or discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from the bottom of their cycler throughout their pd treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Additional patient and event information was requested, but has not been provided. The patient has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.